Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the right ventricular (rv) lead. At implant, the impedances were 60 ohms. Within 24 months, the impedances were 85 ohms and now, were 115 ohms. The patient was brought in for further evaluation. No noise was observed on the shock channel, but a commanded shock was performed to test lead integrity. The commanded shocks revealed stable values, so the shock impedance alert limit was increased. The products remain in service. No additional adverse patient effects were reported.